Event description:
Patient had balloon implanted on (B)(6) 2017 and reported vomiting post procedure. Patient had a bleeding ulcer and needed a transfusion. Md at hospital removed the balloon on (B)(6) 2017.